Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, there was liquid contamination on the battery board and the power supply was defective and lacked an output voltage. The cause of the liquid contamination is liquid ingress. The cause of the defective power supply cannot be positively identified. The root cause of the inability to charge the battery packs cannot be isolated between the contamination and the defective power supply. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not charging the battery packs properly.